Event description:
Sepsis [sepsis], liver abscess [liver abscess], cerebral infarction due to occlusion of the left internal carotid artery [cerebral infarction], occlusion of the left internal artery [carotid artery occlusion], hyperglycemia [hyperglycaemia], consciousness disturbed [altered state of consciousness] fever [pyrexia] case description: initial information received on (B)(6) 2015: this spontaneous case report was received from a healthcare professional via company distributor concerning a (B)(6) patient of unspecified gender with a primary hepatocellular carcinoma (tumor size 6 cm) associated with complications. Patient's concomitant diseases were: primary hepatocellular carcinoma, diabetes mellitus, severe stenosis of internal carotid artery and bilateral arteriosclerosis obliterans (aso). Patient's concomitant drug was dexamethasone sodium phosphate. On (B)(6) 2015, the patient underwent transcatheter arterial chemoembolization (tace) using drug-eluting dc bead (100 x1) loaded with 50 mg of epirubicin hydrochloride. The patient presented a slight fever. On (B)(6) 2015, the patient's c-reactive protein was 9.9 and on (B)(6) 2015, it was 4.4. On (B)(6) 2015, two or three days after discharge, the patient presented fever. On (B)(6) 2015 the patient was hospitalized and was diagnosed with sepsis secondary to liver abscess. The patient received antibiotic therapy. On (B)(6) 2015 the patient presented disturbed consciousness associated with hyperglycemia. On (B)(6) 2015 the patient had a cerebral infarction due to occlusion of the left internal carotid artery. The patient did not recover and passed away on the same day (i.e. (B)(6) 2015). The cause of death was reported as cerebral infarction. It is unknown if an autopsy was performed. The reporting physician reported the events as related with tace and the casuality assessment between dc bead and death as related. The reporting physician stated that the patient had a primary hepatocellular carcinoma (tumor size: 6 cm) associated with complications, therefore, the physician explained to the patient's family before the procedure that the patient had a risk with the tace procedure. The reporting physician commented that it cannot be determined whether the adverse event was attributed to dc bead or tace procedure, but also stated that the events as related with tace and the causality assessment between dc bead and death as related. The physician stated that the liver abscess is probably related to dc bead. Case comment: the physician considered the death as related to the use of dc bead. The company also considers that the events, sepsis, liver abscess, cerebral infarction experienced by the patient as related, as dc bead role cannot be excluded. Moreover, even if the events pyrexia, sepsis, liver abscess, hyperglycemia with altered consciousness status are considered unlisted, death and cerebral infarction are considered listed according to dc bead current instruction for use. This single case report does not modify the risk benefit balance of dc bead. The company is continuously monitoring all respective reports received, and based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.

Manufacturer narrative:
It was assessed that the embolization site (anterior and posterior segments) may have been the causal factor of the development of liver abscess. Case comment: the physician considered the death as not related to the use of dc bead. The company considers the event cerebral infarction as not related, whereas the events, sepsis, liver abscess, carotid artery occlusion, hyperglycemia, altered state of consciousness, dehydration and fever, experienced by the patient are considered as related, as dc bead role cannot be excluded. Moreover, even if the events pyrexia, sepsis, liver abscess, dehydration, hyperglycemia with altered consciousness status are considered unlisted, death and cerebral infarction are considered listed according to dc bead current instruction for use. This single case report does not modify the risk benefit balance of dc bead. Reports the company is continuously monitoring all respective received, and based on cumulative experience, will re-evaluate the available evidence on an ongoing basis. The follow up information received on may 16, 2015 does not modify the assessment of the case. The follow up information received on july 9, 2015 does not modify the assessment of the case.

Event description:
Additional information received on july 19, 2015: prior to the development of liver abscess, it was reported the patient had no bilomas/biliary cyst, no hepatic cirrhosis, no complicated biliary disease, no past history of biliary disease and did not receive radiofrequency ablation (rfa) as previous treatment. Additional information on the tace procedure performed was provided: the embolization sites were the anterior and the posterior segments, within the segments. The extent of embolization was fast (for the disappearance rate of the contrast medium, 5 heartbeats after contrast medium injection were used as a reference). The size of dc bead used was 100-300 microm.

Manufacturer narrative:
The reporting physician changed the casuality assessment between dcbead and death from related to not related. The follow up information received does not modify the assessment of the case.

Event description:
Dehydration [dehydration]. Additional information received on may 26, 2015: patient's laboratory data were provided. On (B)(6) 2015 tace was performed using one vial of dc bead (100-300 microm) loaded with epirubicin hydrochloride 50 mg. Of this mixture solution 4 cc was infused from the anterior segmental branch, and 6 cc was infused from the posterior segmental branch. Farmorubicin (epirubicin hydrochloride) 50 mg had been dissolved in 10 cc of the beads. The embolization was stopped when mild embolization was achieved. On (B)(6) 2015 after a contrast-enhanced CT, a diagnosis of liver abscess was made. The patient was treated with meropen (meropenem hydrate) and vancomycin (vancomycin hydrochloride). In a the CT performed 2 weeks before the patient's discharge, there was no finding of liver abscess. On an unspecified date, the outcome of the liver abscess was "not recovered". On (B)(6) 2015, the patient developed cerebral infarction and he passed away. The physician assessed the liver abscess as probably related to dc bead procedure, the cerebral infarction as not related to dc bead procedure. The patient developed sepsis, and it may have led to dehydration and induced cerebral infarction.

Manufacturer narrative:
Dc bead with epirubicin hydrochloride was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms. The use of dc bead with epirubicin hydrochloride is considered off-label use. The device has not been sent to the manufacturer for evaluation. No batch review was possible for this case as the lot number could not be ascertained. No product malfunction/deficiency has been identified.

Event description:
Sepsis [sepsis]; liver abscess [liver abscess]; cerebral infarction due to occlusion of the left internal carotid artery [cerebral infarction]; occlusion of the left internal artery [carotid artery occlusion]; hyperglycemia [hyperglycaemia]; consciousness disturbed [altered state of consciousness]; dehydration [dehydration]; fever [pyrexia]. Case description: initial information received on 15-may-2015: this spontaneous case report was received from a healthcare professional via company distributor concerning a (B)(6) patient of unspecified gender with a primary hepatocellular carcinoma (tumor size 6 cm) associated with complications. Patient's concomitant diseases were: primary hepatocellular carcinoma, diabetes mellitus, severe stenosis of internal carotid artery and bilateral arteriosclerosis obliterans (aso). Patient's concomitant drug was dexamethasone sodium phosphate. On (B)(6) 2015, the patient underwent transcatheter arterial chemoembolization (tace) using drug-eluting dc bead (100 x1) loaded with 50 mg of epirubicin hydrochloride. The patient presented a slight fever. On (B)(6) 2015, the patient's c-reactive protein was 9.9 and on (B)(6) 2015, it was 4.4. On (B)(6) 2015, two or three days after discharge, the patient presented fever. On (B)(6) 2015 the patient was hospitalized and was diagnosed with sepsis secondary to liver abscess. The patient received antibiotic therapy. On (B)(6) 2015 the patient presented disturbed consciousness associated with hyperglycemia. On (B)(6) 2015 the patient had a cerebral infarction due to occlusion of the left internal carotid artery. The patient did not recover and passed away on the same day (i.e. (B)(6) 2015). The cause of death was reported as cerebral infarction. It is unknown if an autopsy was performed. The reporting physician reported the events as related with tace and the causality assessment between dc bead and death as related. The reporting physician stated that the patient had a primary hepatocellular carcinoma (tumor size: 6 cm) associated with complications, therefore, the physician explained to the patient's family before the procedure that the patient had a risk with the tace procedure. The reporting physician commented that it cannot be determined whether the adverse event was attributed to dc bead or tace procedure, but also stated that the events as related with tace and the causality assessment between dc bead and death as related. The physician stated that the liver abscess is probably related to dc bead. Additional information received on 26-may-2015: patient's laboratory data were provided. On (B)(6) 2015 tace was performed using one vial of dc bead (100-300 microm) loaded with epirubicin hydrochloride 50 mg. Of this mixture solution 4 cc was infused from the anterior segmental branch, and 6 cc was infused from the posterior segmental branch. Farmorubicin (epirubicin hydrochloride) 50 mg had been dissolved in 10 cc of the beads. The embolization was stopped when mild embolization was achieved. On (B)(6) 2015 after a contrast-enhanced CT, a diagnosis of liver abscess was made. The patient was treated with meropen (meropenem hydrate) and vancomycin (vancomycin hydrochloride). In a the CT performed 2 weeks before the patient's discharge, there was no finding of liver abscess. On an unspecified date, the outcome of the liver abscess was "not recovered". On (B)(6) 2015 the patient developed cerebral infarction and he passed away. The physician assessed the liver abscess as probably related to dc bead procedure, the cerebral infarction as not related to dc bead procedure. The patient developed sepsis, and it may have led to dehydration and induced cerebral infarction. The reporting physician changed the casuality assessment between dcbead and death from related to not related. Additional information received on 09-jul-2015: prior to the development of liver abscess, it was reported the patient had no bilioma/biliary cyst, no hepatic cirrhosis, no complicated biliary disease, no past history of biliary disease and did not receive radiofrequency ablation (rfa) as previous treatment. Additional information on the tace procedure performed was provided: the embolization sites were the anterior and the posterior segments, within the segments. The extent of embolization was fast (for the disappearance rate of the contast medium, 5 heartbeats after contrast medium injection were used as a reference). The size of dc bead used was 100-300 microm. It was assessed that the embolization site (anterior and posterior segments) may have been the causal factor of the development of liver abscess. Case comment: the physician considered the death as not related to the use of dc bead. The company considers the event cerebral infarction as not related, whereas the events, sepsis, liver abscess, carotid artery occlusion, hyperglycaemia, altered state of consciousness, dehydration and fever, experienced by the patient are considered as related, as dc bead role cannot be excluded. Moreover, even if the events pyrexia, sepsis, liver abscess, dehydration, hyperglycemia with altered consciousness status are considered unlisted, death and cerebral infarction are considered listed according to dc bead current instruction for use. The follow up information received on 16-may-2015 does not modify the assessment of the case. The follow up information received on 09-jul-2015 does not modify the assessment of the case. This single case report does not modify the risk benefit balance of dc bead. The company is continuously monitoring all respective reports received, and based on cumulative experience, will re-evaluate the available evidence on an ongoing basis. Final assessment received on 22-dec-2015: the company considers the event cerebral infarction as not related, whereas the events of sepsis, liver abscess, carotid artery occlusion, hyperglycaemia, altered state of consciousness, dehydration and fever are considered as related, as dc bead role cannot be excluded. The events pyrexia, sepsis, liver abscess, dehydration, hyperglycemia with altered consciousness status are considered unlisted whereas death and cerebral infarction are considered listed according to dc bead current instruction for use. No further follow up information is expected. No device failure has been identified as a result of this adverse event. It has been assessed that no corrective action is necessary at this time. This report is considered final. The case is closed.

Manufacturer narrative:
Dc bead with epirubicin hydrochloride was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms. The use of dc bead with epirubicin hydrochloride is considered off-label use. The device has not been sent to the manufacturer for evaluation. No batch review was possible for this case as the lot number could not be ascertained. No product malfunction/deficiency has been identified.